Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, underweight, fold creases, wear abrasion, around 0-25% of the shell is missing, observed what appears to be like crater appearance on shell surface. A microscopic analysis was performed which identified; broken shell with striated edge on anterior side assessed as surgical damage consist in the use of some surgical tool and a linear striated opening on anterior side assessed as surgical damage. Based on the device analysis the final assessment is: broken shell with striated edge assessed as surgical damage consist in the use of some surgical tool. Missing shell that is assessed as inconclusive. A linear striated opening assessed as surgical damage consist in the use of some surgical tool. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
And additionally calcification and capsular contracture baker grade IV upon explant. Device has been explanted. During explant surgery it was discovered there was no rupture but the imaging report did confirm a rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.